Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary, the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the weld holding the pin at the locking spring, broke, resulting in the pin becoming missing. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the vertebral body spreader- angled would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part number: pdl114 lot number: a7oa37 (wo# (B)(4)) manufacturing site: tuttlingen release to warehouse date: 23-sep-2005 (wo# (B)(4)). A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date there was instances of 2 kerrison with weld failure in the pins that hold the handle together. 1 kerrison that sticks when squeezing the handle and a vertebral body spreader that is missing a pin returning from the field. These were not reported as having been used in any surgery or damaged in the field. All malfunctions were noted at incoming inspection from the field in warehouse.